Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The transmission revealed the right ventricular lead exhibited noise reversion episodes. Intermittent noise was also noted on the atrial lead. On (B)(6) 2018 the patient presented to the clinic and the noise could not be reproduced with isometrics. Programming changes were suggested but the nurse elected to not perform them and would continue to monitor the patient.

Event description:
New information received states that the patient presented in clinic, programming changes were made and issue was resolved.

Event description:
New information received states that the patient presented for cardio version procedure. During procedure, it was noted that the right ventricular lead was turned off due to noise.

Event description:
Related manufacturer reference number: 2017865-2018-03653.